Event description:
It was reported that during an unknown procedure the surgeon fired the first firing with a green reload and after the firing they removed the device and it would not open. It is unknown what methods they tried to open the device. The device was not on tissue. No other information was available to the rep. They completed the procedure with another device. There was no patient consequence reported. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.